Manufacturer narrative:
Based on the investigation findings the complaint cannot be confirmed as the device displays evidence of thermal detachment, which is evidence of detachment via the v-grip detachment controller. It appears the coil was detached, however it was not observed by the user. The root cause could not be determined. (B)(4).

Event description:
It was reported that during the embolization treatment of an aneurysm, the coil did not detach. Upon withdrawal of the device, the coil detached with the rhv. No intervention was taken. No harm or injury was reported.